Manufacturer narrative:
(B)(4): the customer reported an ECG fault message. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The parameter pca was replaced to resolve the issue. The device passed all testing and was returned to the customer.

Event description:
The customer reported an ECG fault message. There was no reported pt involvement.